Event description:
It was reported to philips that the c arm movements of the allura device were unavailable. No patient harm was reported. A philips engineer calibrated the bodyguard system and the device was returned to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the c-arm movements were not available. Upon inspection, rse determined the issue with the bodyguard. The rse calibrated the bodyguard system. After calibration of the bodyguard system, the system was returned to use in good working order. But later on 18th mar 2023, the reported issue reoccurred, and power supply of r-cabinet was found faulty. The fse replaced power supply of r-cabinet and the reported issue was resolved. The codes were updated based on the investigation outcome.